Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple, intermittent occasions the customer was unable to request a quick bolus. Reportedly, the customer successfully delivered a bolus using the bolus feature. There was no impact to the customer's blood glucose level (ranged from 99-163 mg/dl). During troubleshooting with tandem technical support, the customer disconnected at the infusion site, and was able to successfully program and deliver multiple quick bolus requests.